Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
During shift check, customer reports that their autopulse platform (B)(4) stopped functioning. When the device was turned on, it gave a message, "out of service - revert to manual CPR. System error." Customer was unable to reset the device and the display is not responding. No patient involved. No further information provided.